Manufacturer narrative:
Device evaluation: one device was returned for investigation with original packaging. Visual inspection showed freight damage including a partial opening of the packaging tray seal. Device functionality was tested and device functioned as expected. Based on analysis, the complaint issue could not be confirmed as a manufacturing non-conformance. Products are screened before leaving the manufacturing site. Device history review showed one non-conformance of a labelling issue but the device was then promptly repackaged with the correct label. Upon repackaging of the device, it was then re-inspected 100% including packaging and was confirmed to be acceptable to be released.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach was damaged in shipping and broken product as result. The package was crushed and not sealed properly. There was no patient involvement and no injury.